Manufacturer narrative:
The product pertaining to this claim was not returned however, the lens was received and a visual inspection shows no visible damage. There was clear surgical residue on the lens. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a +15.0 diopter collamer lens in the injector using the foam tip plunger, and the plunger over-rode the lens and tore the lens. This was prior to insertion, so no pt contact or injury. The reporter stated that the surgeon felt it was due to the foam tip plunger.